Event description:
It was reported that the foley catheter was removed due to poor drainage. When foley balloon deflated, 10cc liquid was cloudy and moldy.

Manufacturer narrative:
The reported event was confirmed and unknown cause. The product had caused the reported failure. Based on the evaluation, observed the water inside the returned syringe was slightly turned to yellowish color and there were loose brown particles floating inside the water of syringe. However, the exact cause of how and when the reported event occurred could not been determined since the affected catheter was not returned. A potential root cause for this failure mode could be due to over dried catheter/resin stain from the former/diet or medication used by patient. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. = the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The product had caused the reported failure. Based on the evaluation, it was observed loose brown particles floating inside the water of syringe. Water of the returned syringe was in brownish color. However, the exact cause of how and when the reported event occurred could not been determined since the affected catheter was not returned. A potential root cause for this failure mode could be due to defect contributed by vendor, improper handling, unclean machine/working area. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was removed due to poor drainage. When foley balloon deflated, 10cc liquid was cloudy and moldy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was removed due to poor drainage. When foley balloon deflated, 10cc liquid was cloudy and moldy.